Manufacturer narrative:
H.6. Investigation: customer returned (75) 32gx4mm bd pen needles from lot 9044773. Consumer stated she's experiencing bruising and pain, found red bruising on her stomach, when she primes, a lot of insulin is "squirting up". Stated, when she pulled needle out, the patient end was bent. Out of the 75 returned pen needles, 30 were selected, then tested for visual inspection of point geometry, outer diameter and lube coverage. Out of the 30 tested samples, five were observed to have hooked cannula points. These 30 samples were then tested for flow using a test pen injector: all 30 tested pen needles were able to expel properly. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (hooked cannula point) unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (leakage) as all confirmed samples were returned open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that leakage occurs during priming with a bd pen ndl 32g 4mm hp. The following information was provided by the initial reporter: stated, she smelled the insulin when she primed it because it "squirted up" instead of drops.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurs during priming with a bd pen ndl 32g 4mm hp. The following information was provided by the initial reporter: stated, she smelled the insulin when she primed it because it "squirted up" instead of drops.